Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted however, display shows a white spot on the upper right corner. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error (linenumber = 57686 ; filenumber = 6) and pump error 4 alarms, fault isolated to the electronic stack. The test (B)(6) battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error alarms were noted during testing. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. The display anomaly (missing segments/partial display with white spot) is due to moisture damage on the electronic assembly. Moisture damage on the motor assembly also noted during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. Customer blood glucose level was 182 mg/dl. Customer was able to clear the alarm and able to rewind the insulin pump. Customer also stated that the insulin pump had blank display. Troubleshooting was declined. The device will be returned for analysis.